Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with an unknown mentor saline implant and experienced deflation post procedure. Bilateral replacement with mentor memorygel breast implant was performed on (B)(6) 2017.

Manufacturer narrative:
On 2/20/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline implant and experienced deflation post procedure. Bilateral replacement with mentor memorygel breast implant was performed on (B)(6) 2017. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior aspect. Two rents were discovered on the posterior aspect; rent a measuring 1.8 cm and rent b measuring approximately 0.8 cm. Microscopic examination of the rent a edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since two rents were found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced deflation post procedure. Replacement with mentor memorygel breast implant was performed on (B)(6) 2017. The device was received at mentor without fluid. Brown material was observed within the device and on the shell surface. During visual examination of the device, the product evaluation team performed observed a crease on the posterior aspect. Two rents were discovered on the posterior aspect; rent a measuring 1.8 cm and rent b measuring approximately 0.8 cm. Microscopic examination of the rent a edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team performed concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since two rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No other anomalies were found. At this point it is not possible to determine the root cause of the material observed within the device and on the shell surface. The complaint was confirmed. The device history record (DHR) of lot number 5690744 reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The lot number of the impacted product was obtained from the product investigation on 4/20/2018, and erroneously omitted from the supplemental report submitted on 5/10/2018. The product code was derived from the lot number, and that information has been added to the complaint file. It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced deflation post procedure. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).